Manufacturer narrative:
The investigation of low pump flow, positioning issues, and hemolysis has been completed. The impella device was not returned for evaluation. Positioning issues: the morning after device implantation the night before, the device was repositioned at bedside due to suction alarms, but no clinical information was provided as to the cause of the positioning. The pump was not returned. The cause of the positioning issue was not determined since product was not returned and insufficient clinical details. Low pump flow: the pump was not returned. Data log review showed flow trends down to 2.5l/min at p-7 where expected flows range from 2.9-3.3l/min. This occurred during numerous suction alarms. Repositioning was reported to have occur numerous times with unknown resolve, however the exact timing of these repositions are not known. Mc current spike occurs at 0650 and is followed by increase and elevated mc and pump flows, even though the pump flows still remain within the p-6 flow range of 2.5-2.9l/min. The repositioning of the pump, deteriorating patient condition / worsening heart function, and mc spike are all potential contributing factors, and without the returned product and further clinical details one root cause cannot be determined. The cause of the low pump flow was not determined since product was not returned and insufficient clinical details. Hemolysis: data log review showed no placement signal trends. Suction alarms found in data logs. Mc current spike occurs at 0650 and is followed by increase and elevated mc and pump flows, even though the pump flows still remain within the p-6 flow range of 2.5-2.9l/min. The repositioning of the pump, deteriorating patient condition / worsening heart function, and mc spike are all potential contributing factors, and without the returned product and further clinical details one root cause cannot be determined. The cause of the hemolysis was not determined since product was not returned and insufficient clinical information. H6 health effect - clinical code 1942 and component code 3038 were erroneously entered on the initial manufacturer device report number 1220648-2025-28270.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The user facility reported an impella cp was supporting a patient with myocardial infarction. No prior cardiac history was noted. During support, it was noted that the patient had little to no pulsatility. In addition, the patient's condition continued to worsen. Multiple drips were added. The patient experienced continuous suction alarms and the pump was repositioned. Urine output dropped off. Labs were hemolyzing so there was incomplete lab data. The decision was made to escalate to an impella 5.5. The impella cp was explanted and an impella 5.5 was successfully implanted. However, the patient coded and received several shocks. The patient expired on impella 5.5 support.